Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that two luer connectors from lot 33930 would not lock onto the ilet device. The user was able to complete a supply change using a different connector, and bg was not affected. The defective connectors were retained for return and investigation.